Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The (2) proglides are being reported under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). Initially the device was reported not returning; however, the device was returned for evaluation. Evaluation summary: subsequent information revealed that the device was returned for evaluation. Evaluation of the returned device found an anterior cuff miss occurred as evidenced by the anterior cuff remaining in the foot pocket. Subsequently, the suture could not be retrieved while retracting the needle plunger and this could appear very similar to the reported suture break. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The anterior cuff successfully captured the needle during the proxy plunger insertion. The needle trajectory of every device is checked during manufacturing. Based on the investigation findings, the probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. This is consistent with the reported information that the device was used in a heavily calcified right common femoral artery. The instructions for use under the smc device placement section, states: while maintaining the device position at 45-degree, deploy the needles by pushing on the plunger assembly (in the direction marked #2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. Per the instructions for use the safety and effectiveness of the proglide smc device states: perform a femoral angiogram to verify the location of the puncture site. The special patient population section, states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. A review of the lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. There were no manufacturing or quality deficiencies detected.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. A suture break can be caused by a number of factors including, but are not limited to too much tension applied, or the suture was nicked. Ultimately, the return of the proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a heavily calcified right common femoral artery after an interventional procedure. Reportedly, during the procedure, the sutures of the proglide device had broke. A second and third device was used with the same results. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequale. Though requested, no additional information was provided.